Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a consistent low tone coming from their controller that lasts about 5-15 seconds. Patient is asymptomatic during these events. There were no lights associated with the sound, nor were there any alarms indicated on the controller. When the patient was connected to the monitor there were no alarms appearing on the main screen, and there were no alarms documented in the alarm history. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. However, it was noted during visual inspection that the controller power port 1 was cracked around the connector. This observation is not related to the reported event. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data logs file revealed several momentary disconnections between the controller and batteries. A momentary disconnection will result in an audible tone or ¿beeps¿. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. However, it was noted during visual inspection under 10x magnification that the controller power port 1 was cracked around the connector. An internal visual inspection did not reveal fluid ingress. This observation is not related to the reported event. The root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data logs file revealed several momentary disconnections between the controller and batteries. A momentary disconnection will result in an audible tone or ¿beeps¿. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.